Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported power issue. Physio did observe that device was able to power on, however the display was blank, which is not a critical device issue. After other repairs unrelated to the reported power issue was completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.